Manufacturer narrative:
The device history record of reported lot number 6099785 was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the complaint will be reopened for further investigation.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a nurse was preparing to perform maintenance on a patient's infusion port. While priming, she suddenly stopped using it after discovering that it was clogged. She then replaced it with a new implantable intravenous drug delivery system. No similar adverse events were observed, and no harm was caused to the patient. There was patient involvement, but no harm was reported.